Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent a breast augmentation revision with a mentor memorygel, 450cc breast implant experienced left-sided rupture post procedure. The MRI examination confirmed the rupture. As a result, patient scheduled for an explant on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on april 13 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 450cc breast implant was found to be ruptured. In addition, a crease/fold was observed on the edges of the tear. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional information received on april 12, 2022, indicated that the patient was replaced with mentor saline implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 17, 2022 indicated that date of explantation rescheduled for (B)(6) 2022. Manufacturer¿s reference number: (B)(4).